Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. At this time, limited info is available regarding this event. The event investigation is currently underway.

Event description:
It was reported that the ivc filter migrated. The filter remains implanted.